Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 385 mg/dl. He changed his infusion set and his site location; he then bolused. A half hour later he checked his blood glucose but it was 421 mg/dl. The customer had felt sick all day; he felt nauseous. The customer had only attempted to treat via insulin pump therapy and site changes. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula was inspected and it was not bent. The customer declined to check their device settings. A high pressure test was declined since the customer did not want to change his set afterwards. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.